Event description:
Customer reported that when he inserts a test strip into his meter, the meter does not turn on. As a result, he reported being unable to test and experienced symptoms of dizziness, weakness, dry mouth and lack of appetite. He was seen by a local doctor, diagnosed with hyperglycemia and was prescribed new medicine, however, he could not recall the name of the medicine. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation. A final report will be submitted when the investigation is complete.